Manufacturer narrative:
(B)(6) - the reporter was a patient family member or friend.

Event description:
The customer's daughter complained of getting an unspecified error message on coaguchek xs meter serial number (B)(4). The customer's daughter changed the batteries and the word "set" was flashing on the screen but the "set" was cut in half and she couldn't read it clearly. Upon performing a display check, she could see the "888" of the results field but could not read the results field of the device clearly as some of the segments were dark and some of the segments were light. There was no allegation that an adverse event occurred. The device was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated causing corrosion of the conductive rubber contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.